Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The device positioning unit (dpu failed electrical testing. The delivery wire was severely kinked. The detachment fiber did not receive head and melt. The most likely root cause of the non-detachment of the coil was due to a fracture to the solder joint located at the resistive heating coil section. The circumstances of how and when this damage occurred to the solder joint cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined to what extent; if any that these components may have contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During coil embolization of a posterior communicating artery aneurysm, a micrusphere 10 platinum microcoil would not detach after several attempts. This was the first coil used in this procedure. They changed to another coil and the procedure was completed without problems. A pre-deployment electrical check had been performed. There was no serious injury or required intervention as a result of the event.